Event description:
Customer reported being hospitalized due to high bg prior to hospitalization customer had extremely high bg with chest pains and meter had high readings. Explained to customer the two high bg rule. Customer was instructed to monitor high bg and call when the clamp arrives to complete troubleshooting.